Event description:
It was reported that there was a catheter break. The location of the catheter issue was unknown. The actions required as a result of the event included a scheduled catheter/pump replacement. Diagnostic testing or troubleshooting performed included x-rays. It was noted that there was a partial explant performed on (B)(6) 2014. The spinal/distal portion of the legacy catheter remains. At the time of report the patient¿s status was alive ¿ no injury. The patient had no symptoms. The pump was used to infuse gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).